Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-dec-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that multiple users were unable to login. The technical support specialist (tss) removed the users from active directory as that prevent the unauthorized user from login. Tss added system synchronization and deleted the user from the ad groups. Tss stated that when a user was removed from ad, then it would be automatically removed from the pyxis system during the synchronization. The customer then cleared the setting lock inactive user duration on the 1.7 website and the medstation would cache the updated setting after the next reboot. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, multiple users were unable to login. The issue began after the customer transitioned to passphrase authentication, and although affected users regained access by changing passwords, the problem persisted and altered their corporate credentials. The customer mentioned that users were in the middle of expanding pyxis across their large organization and that users were unable to access medications for their patients. However, there were no adverse events or injuries reported based on this event.